Manufacturer narrative:
(B)(4) .

Event description:
Same case as MDR: 2134265-2014-02812; 2134265-2014-02811. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention procedure, an unknown ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image disappeared, the physician tried to perform pullback over two times but catheter was unable to be pullbacked hence automatic pullback failed. The procedure was completed by exchanging the catheter with another of the same catheter. No patient complications were reported and the status of the patient is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, or retract. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. No image appeared in the system due to electrical open at proximal. Imaging core was found broken off from the rotatory assembly¿s connector shaft. Imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2014-02812; 2134265-2014-02811. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention procedure, an unknown ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image disappeared, the physician tried to perform pullback over two times but catheter was unable to be pullbacked hence automatic pullback failed. The procedure was completed by exchanging the catheter with another of the same catheter. No patient complications were reported and the status of the patient is good.